Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) with asystole of less than 2 seconds. The lead was found to be dislodged under a chest x-ray. The patient underwent a surgical intervention where this lead was explanted. No additional adverse patient effects were reported.